Event description:
It was reported that the left ventricular [lv] lead became dislodged. During the lv lead revision, the lead dislodged from the coronary sinus completely; the lead was explanted and replaced. It was noted that the patient had difficult anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.